Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a right ventricular pace polarity issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances and a polarity switch occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.